Event description:
The tech alleged that the ground resistance was too high on the bed. No patient impact.

Manufacturer narrative:
A follow up report will be sent once the customer discloses their investigation.